Event description:
Country of complaint: (B)(6). The suture package was opened, the suture was mounted in the needle holder and at the moment to be in contact with the patient, the thread is detached from the needle.

Manufacturer narrative:
U.s agent notified on: (B)(4) 2013. Evaluation on-going at manufacturing site.